Event description:
The customer reported the air/water channel of the evis exera iii colonovideoscope was clogged and had no flow. The customer noted the scope was disinfected and sterilized in a cantel automate. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogging due to foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found there was simultaneous movement of the angulation up/down locks, the insertion tube was peeling, the switch was deformed, the forceps channel had a pinhole, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle could not be determined. The user conducted reprocessing in accordance with standards in france and the instructions for use. It was confirmed that there was no deviation from the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported there was no additional information about the event available.